Event description:
The account states that a pt sample tested using a cell-dyn sapphire analyzer generated the following results; wbc=5.84 k/ul, rbc=2.71 m/ul, hgb=8.77 g/dl, hct=24.5% and plt=112 k/ul. The sample was repeated the next day yielding; wbc=24.7 k/ul, rbc=5.04 m/ul, hgb=15.1 g/dl, hct=45.3% and plt=167 k/ul. Qc was in range. The next day the pt was redrawn and tested using another cd sapphire analyzer yielding a hgb=15.0 g/dl. The sample from the previous day was also tested using this anlayzer, obtaining a hgb=15.5 g/dl result. No impact to pt management was reported.

Manufacturer narrative:
This is an initial reprot. An investigaiton is in progress. A final report will be submitted when the investigaiton is complete.